Event description:
The customer reported that the tip of the device was broken and metal was sticking out. There was no injury to the patient. The device was returned to covidien and visual inspection confirmed that the knife blade was exposed and protruding from the jaws.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.